Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a fentanyl waste discrepancy of 52ml. The event occurred in the emergency department (ed). This was reported to bd representatives during site visit. There was patient involvement, however outcome is unknown.

Manufacturer narrative:
Correction: disregard the MFR report # 2016493-2026-20693, after further review, it was determined the report is a duplicate of the previously reported event captured under MFR report # 2016493-2026-04346 and 2016493-2026-04347.